Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one haptic and a portion of the lens is torn off and is missing. There is reddish residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and a haptic tore off. The surgeon removed the lens without enlarging the incision, and another same model lens was inserted, no pt injury.